Event description:
A caller reported a minimum fill notification while attempting to load a new cartridge into the pump. There was no adverse impact to the customer's blood glucose level. Customer successfully resolved the issue by cleaning the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth and reloading the same cartridge, which allowed them to resume insulin delivery.